Event description:
The device had been in place 2 days. Tube became obstructed. Physician decided to change the tube. "As the physician doesn't think the tube reached the stomach, she decided to pull it out, but the tungsten weighted tip stayed inside the pt's body." Pt received an x-ray and endoscopy in an unsuccessful attempt to find the tungsten tip. Bronchoscopy was performed and the tip was located in the nasal cavity. Tube tip was removed without incident. Pt was admitted in 10/03 and discharged in 11/03. During this time, the pt spent 48 hours in ICU. Pt recovered completely from underlying medical condition and was discharged. One pt inovlved.